Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. A visual inspection found the tamper seals broken, the top case cracked down left side and under the tube holders, two tube holders broken off, and the cable was pulled from the interconnect board. Both an event history log review and functional testing could not be performed as the pump would not power up. Further inspection of the pump found the optocoupler misaligned. The optocoupler was found incorrectly assembled by the customer. To resolve the problem, the optocoupler was realigned and the main board was replaced due to the device not powering up. The root cause of the problem was due to an incorrect assembly of the device by the customer. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a flange error occurred. No patient injury was reported.